Event description:
Event description cpi received information that the short circuit of this transvenous defibrillation lead damaged the implantable cardioverter defibrillator (ICD) to which it was attached and prevented patient therapy. The lead and ICD were explanted.